Event description:
Injection button was not working and medication was not coming out of the injection pen. [Device issue]. 32 guage needle [wrong technique in product usage process]. Case narrative: this initial spontaneous report concerns of events device issue and wrong technique in product usage process in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via telephonic call concerning the above-mentioned adverse events experienced by the patient while on amneal's exenatide injection. On (B)(6) 2026, the patient was being treated with exenatide injection 600/2.4 mcg/ml (ndc: 70121-1686-1, lot no: ap240551a, expiration date: dec-2026, package size: 2.4 ml prefilled pen, needle size used: 32guage needle) (serial number, dose, route, and frequency was not reported) for an unknown indication. Co-suspect medication, concomitant medication, concurrent conditions, historical condition, historical medication, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026 the patient received a sealed medication from pharmacy. On (B)(6) 2026 while about to use the medication she observed that the injection button was not working and medication was not coming out of the injection pen. Upon explaining the instructions, she stated that she had followed all the instructions on how to inject the pen as per package insert and further, she confirmed that she didn't experience any adverse reactions. Upon asking sample availability she agreed to return the defective injection and denied sending complaint sample picture. Last action taken with exenatide in relation to device issue and wrong technique in product usage process was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and wrong technique in product usage process was unknown. The reporter did not provide the causality for the events device issue and wrong technique in product usage process with exenatide. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.